Manufacturer narrative:
The analysis site found that the control module's vacuum pump is causing the unit to display l3-006 errors and to have a burning smell. The site replaced the vacuum pump to correct the customer's complaint. The control module was serviced, then functionally tested, and was found to operate properly.

Event description:
It was reported that during a breast biopsy, a burning smell was noticed. There was no patient consequence reported. The case was completed using the unit.